Event description:
It was reported that during a lap splenectomy procedure, halfway through the procedure, the device showed an instrument failure. Surgeon could not stop the bleeder and therefore had to open the pt.